Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that battery longevity was very short. Customer uses sensor. Customer's blood glucose was 215 mg/dl. Customer was advised to monitor pump and to call back should issue persist. No further information provided.